Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:unit doesn't start up - progress bar stops.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective esm vu board correction: replaced esm vu board.

Event description:
The following was reported to hamilton medical ag: summary:unit doesn't start up - progress bar stops.